Manufacturer narrative:
H10, h2, h3, h6: the device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and it was noted that the unit was received pressurized. There was no battery or battery charger included. The footswitch was included. The distal and dumbbell joints did not appear to have residual oil on them. A functional evaluation revealed that the unit was delayed in it¿s pressurization. The spider 2 failed the weight test. The failure occurred at the dumbbell joint. The footswitch receptacle was noted to be loose. The enclosures were opened and no significant amount of oil was noted on any of the interior components. Two broken enclosure mounts were observed. The piston migration was measured at 2.72 inches, which is indicative of significant hydraulic fluid loss. A gradual loss of hydraulic fluid over time through repeated repetition dropped the level so that the unit could no longer maintain adequate pressure when engaged. The fluid seeped around the dumbbell and distal seals over time. The complaint was confirmed and the root cause has been determined to be the failure of the dumbbell and distal joint seals. It is recommended that the instructions for use be reviewed regarding depressurizing the spider 2 for storage to prevent the premature deterioration of the seals. A review of the instructions for use found the following warnings and precautions related to the reported failure: joints of spider2 cannot be locked or unlocked without a battery in place and hydraulic pressure cannot drop unexpectedly without adequate notice so that practitioner has time to switch to a more traditional means of maintaining damaged joints or bone fractures separated during the surgical procedure. A review of risk management files found that the reported failure was documented appropriately. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures.

Event description:
It was reported that during router cuff repair the spider was not holding its lock. No delay and the procedure was finished with a competitor device. No other complication was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.